Manufacturer narrative:
The field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the issue that was identified. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure of a loose carriage was confirmed. Upon failure analysis investigation on the insertion axis and carriage assembly, the insertion linear bearing was damaged and detached from the rail causing the carriage assembly to wobble. The usm was tested on an in-house system and passed normal mode. The usm then went through patient side cart fixture test platform (pftp) and all required tests were passed. The system issue was confirmed based on failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a field service engineer (fse) was on site and while performing a system verification they noted that the universal surgical manipulator 3 (usm3) was not connected to its track. As a result, the carriage was loose and would rock back and forth. The procedure was completing as planned with no reported injury.